Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified proximal to distal left circumflex (lcx). After guide wires crossed the main vessel and the obtuse marginal branch, pre-dilation was performed with a 1.5/12 non-bsc balloon catheter. An opticross was advanced but failed to cross the lesion. Additional dilation was performed with a 1.5/12 non-bsc balloon catheter. An opticross was advanced and intravascular ultrasound (ivus) was performed. A 32mmx2.50mm promus premier¿ stent was selected and advanced; but failed to cross the lesion despite multiple attempts. It was then noticed that the proximal part of the stent was lifted. Implantation and post dilatation of a 2.5/33 non-bsc stent was performed. Ivus revealed good deployment of a 2.5/33 non-bsc stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut at the distal edge of the crimped stent was damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while advancing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified proximal to distal left circumflex (lcx). After guide wires crossed the main vessel and the obtuse marginal branch, pre-dilation was performed with a 1.5/12 non-bsc balloon catheter. An opticross was advanced but failed to cross the lesion. Additional dilation was performed with a 1.5/12 non-bsc balloon catheter. An opticross was advanced and intravascular ultrasound (ivus) was performed. A 32mmx2.50mm promus premier¿ stent was selected and advanced; but failed to cross the lesion despite multiple attempts. It was then noticed that the proximal part of the stent was lifted. Implantation and post dilatation of a 2.5/33 non-bsc stent was performed. Ivus revealed good deployment of a 2.5/33 non-bsc stent and the procedure was completed. No patient complications were reported and the patient's status was good.